Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced occlusion at site event on 28-apr-2024. Blood glucose levels were high and also there was presence of small ketones at the time of event. Event occurred after three hours of insertion. Insertion site was at thigh. The patient took correction injection via multi-daily injections to address the event. He changed supplies as necessary and resumed insulin therapy. No further information available.